Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (b)((4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient needed to be reprogrammed because, her battery was hurting her badly. The patient then clarified it was not the battery itself; it was the stimulation that she did not like. The patient liked the stimulation when it tingled as if it was asleep. Right now, it was tingling a little bit, but then would pulsate ¿like the second hand on a clock¿ and it hurt. The stimulation would go back and forth. The patient usually used therapy 24/7, but now she had not been able to use it because it hurt. The patient was in a lot of pain. The patient started experiencing the issue sincelast week or the week before. The patient stated it was hard to remember. The patient also noted she had a stroke the day before thanksgiving. The patient did not have a pain management healthcare professional (hcp) because ¿all the pain hcp wanted to do was give her norco¿ and the patient did not like that. However, the patient wanted to meet a manufacturer's representative at her family hcp and be ¿recalibrated.¿ the family hcp knew her rcd. The patient¿s device had not been reprogrammed for a few years. Later, the patient called back and stated her doctor would not invite a manufacturer's representative to the appointment. Patient services offered to find the patient another doctor but the patient said no and hung up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.